Event description:
The customer originally reported that the instrument jaws could not be re-opened while applied to tissue. The surgeon manually released the device from the tissue with no tissue damage or blood loss. There was no pt injury. The site contact was not able to provide additional details regarding the incident or device. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.